Event description:
After completing a procedure, the sonographer closed the table's drop-section, however did not follow owner's manual instructions to ensure the drop-section is fully latched into place. When the pt turned onto her left side she placed her elbow on the drop section and applied full body weight to reposition herself onto her left side. The drop-section came open unexpectedly causing the pt to drop onto the table's surface. During the drop, the pt hit her head on the ultrasound machine causing a contusion.

Manufacturer narrative:
The device was evaluated by the facility's one tech staff who discovered no defect with the device's drop section. The facility's own tech staff concluded that the event was caused by human error and not by any defect of the product.